Event description:
The customer reported that the 9800 sys would not take a fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep reloaded the sys software, and reloaded the x-ray controller board. The sys was tested and is operating as intended.